Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the drill unscrewing while rotating could not be confir med as the attachment could be properly seated and locked. However, it was observed that the burr could not be inserted due to a detached distal bearing. It was also noted that the laser markings on the attachment were faded. B3: notified date was considered as the date of event, as the event date was unavailable. G3: analysis performed date was used as the aware date for this event as it is being reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment unscrewed while the drill was rotating. There was no patient involved in this event.